Event description:
Patient presented to the physician with fluid discharge at the chest incision site. Physician brought the patient into the operating room, and intraoperative findings revealed a seroma at the ipg pocket, and also found that the stimulation lead was superficially visible under the skin at the neck incision site. Physician irrigated the chest pocket with saline and antibiotic solution, tucked the stimulation lead deeper due to risk of erosion, and closed both incision sites. Prophylactic antibiotics were prescribed after the procedure was completed. Wound cultures obtained during the procedure tested negative for infection. Patient returned for a post-procedure follow-up appointment with improvement.